Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precision glide¿ 18ga x 1 1/2" sterile hypodermic needle, regular wall, short bevel was reported dirty. This was observed before use with no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary : investigation summary qn review: no notifications were written for this batch, the assembly batch, nor the hub batch. DHR review: assembly batch 6091674 had 22 visual inspections performed on 1,250 parts with zero defects noted. Hub batch 6193702 had 63 visual inspections performed on 10,080 parts with zero defects noted. Investigation results: one sample was returned with embedded fm in the hub. Possible root cause: degraded material builds up on the manifold and sometimes comes loose. It may also be from start-up of the mold. Typically, this material is rejected until the embedded fm clears up. If corrective/preventative action not required, provide rationale: the hub batch size was 7,500,000 which equates to a defect rate of .00001% which does not exceed our aql of 1.0% for embedded fm. Due to the low occurrence for this type of defect, no CAPA will be initiated at this time. Investigation conclusion investigation results: one sample was returned with embedded fm in the hub. Root cause description possible root cause: degraded material builds up on the manifold and sometimes comes loose. It may also be from start-up of the mold. Typically, this material is rejected until the embedded fm clears up.